Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up to address pause episodes, technical services confirmed that there was a loss of ventricular sensing which could be due to loss of tissue contact. The patient was stable and will continue to be monitored.

Event description:
Further information was received during another follow up on (B)(6) 2018. It was reported that the device was showing episodes of under-sensing. Additional information was requested about the resolution but has yet to be received. The patient was stable.